Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Submit date: (B)(4) 2013.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer states that there's a hole in the catheter with a light leak. The device was removed from the patient. The patient recovered with no further issues.